Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a scheduled procedure, the right ventricular lead exhibited low sensing and high capture thresholds. A chest x-ray was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.